Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B) (6).

Event description:
Customer stated one of the rejected bags had an exogenous particle that was clearly loose within the bag. This was observed prior to fill.